Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by customer changing pump supplies and administering manual insulin injection.